Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 3. The patient's ultrafiltration (uf) reading was 98 ml, indicating the home patient (hp) drained 98 ml more than the largest prescribed fill volume of 300 ml. This meant the total drain volume was 398 ml, which meets the iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Product surveillance contacted the nurse to notify the nurse of the incident of iipv that was found during the device log review. The nurse stated that the patient had a transplant, is no longer on peritoneal dialysis and is doing fine. A review of the device logs confirmed the increased intra-peritoneal volume (iipv). External & internal visual inspections revealed no problems. The baxter's product analysis lab (pal) did not confirm any failure or malfunction of the device that would have caused or contributed to the reported issue. The iipv found in the device logs was determined to be caused by insufficient drain due to a use error; inappropriate bypass of the initial drain. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).